Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm and able to complete pump rewind. It was also reported that the insulin pump was worn in mammogram and customer did not report motor position encoder alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.